Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced a negative result, while the pcr test produced a positive result. There was no report of adverse patient impact. Eua # (B)(4). The following information was provided by the initial reporter: "on 31 jan, [consumer] decided to purchase a flowflex art kit and her daughter tested positive on it. They visited a clinic on (B)(6) and the clinic tested the daughter using bd veritor kit (lot number unknown) and pcr. The art result was negative but the pcr result came back positive on (B)(6) 2022."

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced a negative result, while the pcr test produced a positive result. There was no report of adverse patient impact. Eua # (B)(4). The following information was provided by the initial reporter: "on (B)(6), [consumer] decided to purchase a flowflex art kit and her daughter tested positive on it. They visited a clinic on (B)(6) and the clinic tested the daughter using bd veritor kit (lot number unknown) and pcr. The art result was negative but the pcr result came back positive on (B)(6) 2022."